Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture and the stylet had failed to advance into the rv lead. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture and ¿wire couldn¿t be inserted into the lead¿. A complete lead was returned in one piece for analysis. The reported event of ¿wire couldn¿t be inserted into the lead¿ was confirmed. A stylet insertion test found obstruction/restriction at the distal region of the lead. Visual and x-ray inspections did not find any anomalies at the stylet obstruction region. Destructive analysis was performed and the inner coil at the stylet obstruction region of the lead found excessive blood inside the inner coil lumen. The cause of ¿wire couldn¿t be inserted into the lead¿ was isolated to blood clogged inside the inner coil lumen. The reported event of failure to capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.